Event description:
The customer called to report air bubbles at the tubing and reservoir connection. The customer also reported a low blood glucose reading of 52 mg/dl, which the customer treated. Nothing further was reported.

Manufacturer narrative:
Inspected one opened reservoir and performed visual inspection and found reservoir snap-cap/septum missing. Reservoir will leak.